Event description:
The complainant reported that staff was alerted to the console display showing ¿0.0¿ on impella flow readings, accompanied by a significant increase in pulmonary artery pressures to 203/187 mmhg, while the pulsatile motor current remained. A stat chest x-ray and transesophageal echocardiogram were performed to confirm inlet and outlet positioning, with color doppler flow used as secondary confirmation of appropriate flow from the outlet above the pulmonic valve. Laboratory tests were drawn for trending. The cardiac support center team was consulted, and findings indicated a failed sensor, as the console displayed ¿impella flow unreliable¿ and showed a hashed pulmonary artery signal. The patient remained hemodynamically stable without suction alarms, and laboratory values and urine output confirmed the absence of hemolysis. The patient was well-supported, and the physician was updated in person. A request was made to send the pump to engineering and schedule a meeting with the engineering team to review the device sensor failure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.